Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The suspect medical device has changed from the arch i1000sr, (B)(4) to arch (B)(4), manufacturing site (B)(4). MFR # 3005094123-2011-00614 has been submitted to address this error.

Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Event description:
The customer states that one patient sample generated a false positive architect total b-hcg assay result of 77 miu/ml. The sample was retested four days later and generated a result of 14.14 miu/ml. The sample was again tested two days later and generated a result of less than 1.20 miu/ml. A second sample was drawn on this patient and generated an initial architect total b-hcg assay result of 13.71 miu/ml. This second sample was retested two days later and generated a result of less than 1.20 miu/ml. No suspect results were reported from the lab. The customer replaced the sample probe. Subsequent instrument operations and test results were acceptable. There is no impact to patient management reported.